Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ early- and mid-term results of abdominal endovascular aneurysm repair using an aortic cuff prior to the main body to prevent type ii endoleaks¿ journal of endovascular therapy 2023, vol. 30(5) 676¿681 mikami t, kawaharada n, kamada t, et al. Https://doi.org/10.1177/15266028221090446 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ early- and mid-term results of abdominal endovascular aneurysm repair using an aortic cuff prior to the main body to prevent type ii endoleaks¿. This retrospective single-center study analyzed 9 patients with abdominal aortic aneurysms. All patients underwent evar using an aortic cuff to prevent type ii endoleaks. The average aaa diameter was 50.4±4.4 mm. Endurant (1) and non mdt stent grafts were implanted. Non mdt aortic cuffs were implanted in all patients. No patients underwent additional coil embolization of the la, ara, or ima outside the aortic cuff deployment range, and the technical success rate was 100%. Among the patient populations the following malfunctions occurred: type ia endoleak no further information was provided pertaining to medtronic products.